Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-25. H6: investigation summary: one sample was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. There was no visible damage or defects in the plunger that could have contributed to this defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The assembly machine has a vision system to detect for missing or improperly assembled stoppers. A device history review was performed for lot 2006204, finding one annotation related to this defect. During assembly, an incident occurred in one of the detection cameras which failed to proper identify a defective piece. Once identified, the mechanical team repaired the failure and the system was verified for effectiveness. Based on our investigation, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly, the impacted unit not being properly identified by the camera system due to the failure that occurred during production of this lot.

Event description:
It was reported that syringe 30ml ll plunger rod was defective. The following information was provided by the initial reporter: when preparing for chemotherapy a syringe is observed to be defective with a twisted plunger before use. Kept for analysis.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 30ml ll plunger rod was defective. The following information was provided by the initial reporter: when preparing for chemotherapy a syringe is observed to be defective with a twisted plunger before use. Kept for analysis.